Event description:
Drug calculating feature failure. Pump programmed to administer propofol 15 mcgs. Pump infused at 603 cc/hr instead of 6.03 cc/hr causing overdose. Standard dosing for propofol is meq per kilograms per min. Machine corrects to hour.